Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
An integrity test has been requested for the user due to a variety of impedances. Reportedly, auditory performance has remained consistent throughout. However, the user has experienced discomfort in relation to neural measurements on 4 channels. The audiologist observed a drop in speech recognition test scores from 90% to 70%, although the user's mother did not notice any changes in auditory performance. Further proceeding are currently unknown.

Manufacturer narrative:
Additional information: based on the received information from the field, a damage to the active electrode likely caused by device minute mobility is suspected. However, to determine an exact root cause device investigation of the explanted device is necessary. No information on possible further steps has been received.

Event description:
An integrity test has been requested for the user due to a variety of impedances. Reportedly, auditory performance has remained consistent throughout. However, the user has experienced discomfort in relation to neural measurements on 4 channels. The audiologist observed a drop in speech recognition test scores from 90% to 70%, although the user's mother did not notice any changes in auditory performance. Further proceeding are currently unknown.